Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa found the primary finding of severely bent grips to be related to the customer reported complaint. The instrument was returned attached to the cannula and seal. The instrument was found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a .071mm offset at the tips. The grip were not found to have cracking damage. Additional observation(s) not reported by site: the instrument was found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found the grips severely bent that may have contributed to insulation damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the side portion of one of the force bipolar instrument paddles popped out making the instrument unusable. The instrument additionally would not come out of the trocar. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue was confirmed to have required removal of both the instrument and cannula together, however, the port site incision was not increased for removal. The jaws of the instrument were not stuck on tissue when the issue occurred. The surgeon was moving on to the next grasp and noted the side paddle of the instrument had popped out, after which, the force bipolar instrument and trocar were removed and a new force bipolar instrument and trocar was inserted. Furthermore, there was no bleeding as a result of the issue. The patient's gender was reported as female. No further details regarding associated patient demographics were available.